Manufacturer narrative:
The pump was returned and investigation was completed on (B)(4) 2011. The pump was returned and investigated with no defect in insulin delivery found. This information was omitted from the original report.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The reporter claimed her blood glucose was elevated to 523 mg/dl with symptoms of ketones, vomiting, and dka. Reportedly, the patient was hospitalized on two occasions, (B)(6) 2011 and (B)(6) 2011, and was treated with IV fluid. The patient indicated that the animas pump had a crack and did not power on after her hospitalization. During troubleshooting, the power issue was not resolved. This complaint is being reported because the patient reportedly received medical intervention for hyperglycemia after she managed her diabetes with the animas product. There is no evidence that the animas product malfunction prior to the hyperglycemic episode.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.